Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate. At an unspecified time, an unspecified volume of solution leaked from an unspecified location of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.